Event description:
While handling a cassette, employee experienced hydrogen peroxide contact. Area on right thumb, the size of a quarter turned white and burned. Was not wearing gloves when the event occurred. Went to employee health and was treated with silvadine ointment.